Event description:
I have just been passed this products from kit build as it looks to be the wrong item in the packet.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Manufacturer narrative:
The devices associated to the complaint were returned for analysis. The DHR analysis of the concerned batches shows that the labels were printed on the same day, december 8th, 2011 for both batches. 2 supplementary labels were reprinted for batch 5111794 due to a printing issue. Based on the information received and the investigations performed, the root cause of the incident is related to a supplier labeling error. A previous complaint was reported for this issue (B)(4). Supplier corrective actions were implemented in 2012 through the CAPA (B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.